Event description:
On (B) (6) 2010, the patient reported that for the past 6 years, she has experienced elevated blood glucose readings. She stated she thought it was her insulin infusion site area but now thinks it may be the adapter connection to her tubing and infusion device. She stated she tries to tighten the connection and her blood glucose is fine. A few hours later, she said her readings begin to elevate and when she checks the connection, she thinks it is not as tight as before. She stated she changes her adapter every month and has tried several different adapters. She said she has had this issue with other infusion devices. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.